Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during use in the cath lab the console had a battery failure alarm. They switched the power switch on underside of console to ¿on¿. Attempted switch off for 60 seconds, and then back to on and then restarted without resolution of alarm. The console was exchanged.

Manufacturer narrative:
E.1, e.3 and e.4 added information that was inadvertently omitted from the initial report that was submitted. The investigation has been completed. Data analysis: the console logs confirmed the reported failure. There was a battery failure and battery 1 comm. Failure alarm issue due to loss of communication to the battery 1. Further investigation into the automated impella controller (aic) logs revealed that the aic had been unused for months prior to the reported issue. Additionally, the aic was booted several times, but the alarms continued to persist. Device analysis: the console was tested on a lab bench, where the failure mode was successfully reproduced. Upon arrival, battery 1 was found to be dead, which confirmed the aic was kept unplugged for months. Upon replacing the original batteries with known good ones, the battery 1 was still unable to charge. It was also determined that the original power battery manager (pbm) had an issue with charger 1. However, when the original pbm was replaced with a known good one, both batteries charged successfully. Additionally, no battery-related alarms or issues were observed when running the aic with a known good pump and purge cassette for an hour. Root cause: the battery failure and battery 1 comm. Failure alarms was due to the combined effect of a defective battery 1 and a defective pbm.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.